Event description:
A phone call was made to the customer in order to follow up on a previous call she had made to report low blood glucose levels. Found that the customer was hospitalized due to low blood glucose levels as she had not eaten at all that day. The customer stated that she became very dizzy, and almost fell. The customer stated that she was treated, then sent home. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.